Event description:
The complainant reported a (B)(6) white female had impella cp pump inserted for acute myocardial infarction (ami)/cardiogenic shock (cgs). The patient had access site bleeding and as a result a total of four (4) units of packed red blood cells (prbcs) was administered.

Manufacturer narrative:
The impella cp pump was returned by the customer and a failure analysis investigation is underway. A supplemental MDR will be filed at the completion of the device's investigation.

Manufacturer narrative:
Since the original report was filed, the investigation into the access site bleeding has concluded. The impella pump product was returned for analysis, as were the data logs. The cause of the bleeding and rbc infusion was determined to be use/technique related. The bleed was due to a nonactive retroperitoneal bleed. The CT imaging confirmed the retroperitoneal bleed to not be active. The failure mode will be monitored and trended.

Manufacturer narrative:
Additional information for the initial MFR 1220648-2022-01271 was provided. This report is being filed as part of a retrospective review of historical records. F6 and f8 dates were provided on manufacturer device report number 1220648-2022-01271 in error.

Event description:
Additional information from the complainant reported there was low pump flow. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).